Event description:
It was reported by critical care nurses in an online survey that in chart 3, in the online survey a doctor in question: "please specify if any of the following adverse events occurred as a result of the device (i.e. Please indicate if the patient experienced any device related adverse events)." She or he answered the following aes: chart 3 ureteral reflux, pain or discomfort, infection, hematuria. Also, the respondent in question "did the ureteral reflux, pain or discomfort, infection, hematuria result in patient injury requiring medical or surgical intervention? Of note: any action as a result of an adverse event is considered medical intervention (e.g. Prescribing any medication as a result of an adverse event, surgery as a result of an adverse event, etc.)." She or he answered with "no" in all loops. In addition, in question "did the patient experience any of the following complications prior to device placement of inlay ureteral stent with nicore guidewire?" She or he answered with the following complications: urinary symptoms, hematuria. The code of product is chart 3 776424.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Improper handling technique can seriously weaken the stent. Acute bending or overstressing during placement could result in subsequent separation of the stent at the point of stress after a prolonged indwelling period. With any ureteral stent, migration is a possible complication which could require medical intervention for removal. Selection of too short a stent may result in migration. The insertion of a ureteral stent should only be done by those individuals who have comprehensive training in the techniques and risks of the procedure. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Corrections: b, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Improper handling technique can seriously weaken the stent. Acute bending or overstressing during placement could result in subsequent separation of the stent at the point of stress after a prolonged indwelling period. With any ureteral stent, migration is a possible complication which could require medical intervention for removal. Selection of too short a stent may result in migration. The insertion of a ureteral stent should only be done by those individuals who have comprehensive training in the techniques and risks of the procedure. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Corrections: e, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by critical care nurses in an online survey that in chart 3, in the online survey a doctor in question: "please specify if any of the following adverse events occurred as a result of the device (i.e. Please indicate if the patient experienced any device related adverse events)." She or he answered the following aes: chart 3 ureteral reflux, pain or discomfort, infection, hematuria. Also, the respondent in question "did the ureteral reflux, pain or discomfort, infection, hematuria result in patient injury requiring medical or surgical intervention? Of note: any action as a result of an adverse event is considered medical intervention (e.g. Prescribing any medication as a result of an adverse event, surgery as a result of an adverse event, etc.)" She or he answered with "no" in all loops. In addition, in question "did the patient experience any of the following complications prior to device placement of inlay ureteral stent with nicore guidewire?" She or he answered with the following complications: urinary symptoms, hematuria. The code of product is chart 3 776424.

Event description:
Critical care nurses reported in an online survey stated that in chart 3, in the online survey a dr. In question: "please specify if any of the following adverse events occurred as a result of the device (i.e. Please indicate if the patient experienced any device related adverse events). " she/he answered the following aes: chart 3- ureteral reflux, pain/discomfort, infection, hematuria. Also, the respondent in question "did the ureteral reflux, pain/discomfort, infection, hematuria result in patient injury requiring medical or surgical intervention? Of note: any action as a result of an adverse event is considered medical intervention (e.g. Prescribing any medication as a result of an adverse event, surgery as a result of an adverse event, etc.)" She/he answered with "no" in all loops. In addition, in question "did the patient experience any of the following complications prior to device placement of inlay ureteral stent with nicore guidewire?" She/he answer with the following complications: urinary symptoms, hematuria. The code of product is chart 3- 776424.

Manufacturer narrative:
Initial reporter phone number: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.